Event description:
Caller reported not seeing drops of insulin at the end of tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.